Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was invalid or missing diagnostic information regarding atrial high rate episodes while the implantable pulse generator (ipg) was in post mode switch overdrive pacing mode. The post-ventricular atrial blanking period was shortened and the ipg remains in use. No patient complications have been reported as a result of this event.